Event description:
Mesa construct loosened two weeks post-operatively when pt was bending over and heard a pop. X-rays showed that the rod had slipped. Pt was revised. Surgeon attributes the incident solely to the rod being cut too short.

Manufacturer narrative:
The x-ray series available was reviewed and it was concluded that the rod was cut too short, and not implanted with the 5mm overhang recommended in the surgical technique. This MDR was filed as soon as all reasonable facts surrounding the incident were obtained.